Event description:
It was reported that there was a connection issue with an amia automated pd cycler set; further described as the minicap transfer set was getting stuck in the connection to the amia tubing. This was observed during peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given a does of intraperitoneal antibiotics. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.